Event description:
Additional information received reported that the device was interrogated, and it was believed there was calcification on the lead which was causing the issues. The patient would be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in impedance and threshold measurements. The impedance measurements increased to greater than 2000 ohms. No noise had been observed at that time. Several troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.